Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on radius, wear abrasion and yellow particles inner the device. Leak test, visual and microscopic analysis was performed which identified: crease sharp opening on radius, striated opening on anterior, puncture opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: crease sharp opening on radius assessed as fold flaw opening. Striated opening assessed as surgical damage. Punctured assessed as surgical damage like.

Event description:
Healthcare professional reported "right side deflation." Device explanted. Right side.

Event description:
Healthcare professional reported "right side deflation." Device explanted. Right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.